Event description:
It was reported that the infusion set patch did not stick to skin upon insertion on (b)(6) 2026.

Manufacturer narrative:
E1: Patient Country: Canada.Name: Tandem,Country: United States of America,Address ¿ Line 1: 11045 ROSELLE STREET,Address ¿ Line 2: SUITE 200,City: SAN DIEGO,State: California,Zip Code: 92121.Based on the available information, this event is deemed to be a Reportable Malfunction. Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.